Event description:
Materials#: 309605, batch#: unknown. It was reported by the customer that one of the boxes two packs with no lot numbers or expiry on them. Verbatim: this time I'm reaching out to you for a different matter regarding the 10ml syringe tray with product code 309605. We order this product from cardinal health in large quantities. In the most recent order, we found in one of the boxes two packs with no lot numbers or expiry on them.

Manufacturer narrative:
One photo of 10ml tray packages lot 3152766 was received and evaluated. The image shows three sealed tray packages with only the lot, UDI, and expiration date information on one of the tray packages and missing from the two others. The condition observed is non-conforming per product specification. Potential root cause for the label content missing defect is associated with the packaging process. A device history record review was completed for provided lot number 3152766 showing no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd luer-lok label content was missing. The following information was provided by the initial reporter: "this time I'm reaching out to you for a different matter regarding the 10ml syringe tray with product code 309605 . We order this product from cardinal health in large quantities. In the most recent order, we found in one of the boxes two packs with no lot numbers or expiry on them."